Manufacturer narrative:
Batch review performed on 14 january 2019: lot 120150: (B)(4) items manufactured and released on 28-mar-2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar event reported (MDR 2018-01069). Other device involved. Gmk-primary tibial insert uc fixed size 4 / 10 mm reference 02.07.0410fuc (k090988): lot 114247: (B)(4) items manufactured and released on 22-feb-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
About 6 years and 2 months after primary the surgeon performed an I&d and liner swap on both knees for an infection. The surgery was completed successfully. The pathogen is unknown.